Event description:
It was reported that the voyager balloon was inflated; however, would not deflate. Attempts were made with the indeflator and syringe, but the balloon still would not deflate. The balloon catheter was removed from the pt inflated, pulling the balloon into the guiding catheter. The pressure the balloon was inflated to is unk.